Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, the device presented fluid loss. The aus was explanted and replaced. There is no additional information reported.